Event description:
The customer reported that, while a pt was undergoing treatment on a prisma machine, the machine experienced multiple access pressure negative alarms during its self-test. According to the customer, the machine's access pressure negative alarm would not clear, so the machine was taken out of service. This pt was a woman, who had multiple inoperable, metastatic brain tumors. At the time of treatment, she was reportedly in a coma and completely dependent on artificial, life-support. Because of the cancer, the pt's overall blood count was very low making it difficult to circulate her blood through the prisma machine. It was during this time that, the pt's family decided to terminate life-support and requested the clinic not to restart continuous veno-venous hemodiafiltration therapy on another prisma machine. The pt expired approx two hours later. Gambro technical service (gts) rep insepected this prisma machine, and was unable to duplicate the reported condition. The machine performed according to MFR's specifications.